Manufacturer narrative:
The customer reported that their central nurse's station (cns) lost power after a generator test. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) lost power after a generator test. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) lost power after a generator test. No patient harm or injury was reported. Investigation summary: the customer reported that the cns lost power during a generator test. The customer identified that the cable connections of the cns were incorrect. The customer corrected the cable connections and was able to resolve the issue. The customer suspected that the cables were incorrectly placed or moved in a rush to bring the cns back up. Based on the available information, the most probable cause of the issue is user error. The user had incorrectly plugged in the cables for the cns. The administrator's guide for the cns-6201 provide a diagram showing the connection for the cns.

Event description:
The customer reported that the central nurse's station (cns) lost power after a generator test. No harm or injury was reported.